Event description:
The patient contacted animas on (B)(6) 2012 alleging that they noticed that the total daily delivery (tdds) amount was not equal to the basal and bolus totals. At the time of troubleshooting, review of pump history revealed that on 04/17/2012 the patient had a total basal of 8.10u and a total bolus of 8.50u and tdd showed 16.50u instead of 16.60u. There was no reported patient impact associated with this complaint. The patient denied have a blood glucose excursion as result of the alleged issue. However, this complaint is being reported because the issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
Follow-up #1 date of submission 07/05/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. The total daily dose was reviewed on 04/17/2012 and the basal unit amounts of 8.095 and 8.45 totalling 16.545 units were correctly recorded in the pump history. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. No hypersensitive keys were observed on keypad.